Event description:
The surgeon reported the system stopped working during surgery and several system messages were displayed. The patent was under anesthesia and the surgery was not completed. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and performed preventive maintenance. The system was then tested and met all product specifications. No parts were replaced and no samples were returned for evaluation. The root cause of the event cannot be determined in this investigation.